Event description:
As reported by an edwards france affiliate, during a it was a transaxillary/subclavian tavr procedure with a 23mm sapien 3 valve, the valve jumped and moved towards the aorta during inflation, and stayed above the annulus. A second 23mm sapien 3 valve was implanted due to severe paravalvular leak (pvl). The outcome was excellent. As per medical opinion, the event was due to a heavy septal membrane.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The complaints for malpositioned thv and paravalvular leak were unable to be confirmed as no imagery or medical record provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. However, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, 'while inflating, valve jumped and moved towards the aorta, and stayed above the annulus. A second 23mm sapien 3 valve had to be implanted due to major pvl (grade 3/4)', and 'as per medical opinion, event was due to a heavy septal membrane'. In this case, the heavy septal membrane or severe septal hypertrophy could push the valve out from ventricle and toward the aorta during the valve deployment resulting in malpositioned thv as reported. Per training manual, 'factors that may affect the thv deployment characteristics: severe ihss including septal hypertrophy: thv movement aortic'. As such, available information suggests that patient factors (severe septal hypertrophy) may have contributed to the complaint event. The valve was malposition and deployed too high or too aortic, which could create an improper seal against the target site (native annulus) resulting in paravalvular leak. As such, available information suggests that procedural factors (malposition thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.